Event description:
It was reported to medtronic minimed that the customer alleges the pump is over-delivering. The customer reported a blood glucose value of 2.8 mmol/l. The customer experienced hypoglycemia and was treated with a juice. The event involved product(s) mmt-1885. Troubleshooting was performed. The customer has been using the insulin pump system within 48hours of a reported low blood glucose event. The customer was unknown using the minimed 670g/770g/ 780g system with the auto mode/smartguard feature active at the time of a low blood glucose event. No further patient complications were reported. The customer was instructed to discontinue device use. Mmt-1885 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0872 inches. The pump was programmed with a 10.0-unit bolus during the displacement test and a 25.0-unit bolus during the dat. All boluses were delivered properly and were listed in the pump's daily history screen. Delivery anomaly-possible over delivery not confirmed. [Per (B)(6)¿ r&d engineer: as per svn text it looks like the event date was jan-20-2026 but I have reviewed data for jan-21-2026 as well. On jan 20 and jan 21, the pump was in smartguard mode and delivered auto-corrections and auto-basal as per cl1 algorithm. During the specified time from 9:30pm to 11:30pm (highlighted in the svn text) the sg values were in the range from 256 mg/dl to 181 mg/dl. (Please see the attachment for details on the graph.) Conclusion: I found no evidence of over-delivery ¿ pump behaved as designed.] The following were noted during visual inspection: minor scratched display window, scratched case and pillowing keypad overlay. The sc1 cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. On the primary svn 000321951902 and on a related svn (B)(4), there were multiple boluses listed on the event date 21-jan-2026 in the pump history file. On the primary svn (B)(4) and on a related svn (B)(4), on the event date of 21-jan-2026 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 110000 (11 u) and dailytotalofbolusinsulindelivered =178000 (17.8 u) which is equal to the dailytotalofallinsulindelivered = 288000 (28.8 u). On the primary svn (B)(4) and on a related svn (B)(4) , perform the history review 2 days from the event date 21-jan-2026, there were no unexpected pump error(s)/alarm(s) noted in the pump history file. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (24.1 mv). The pump passed the functional testing. Unable to confirm alleged low bgs. Delivery anomaly-possible over delivery not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.